Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit downloaded to crest. However, unit failed to download to thus with blue display during download. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Cleaned motor assemblies, pcb1 board and pcb2 board with alcohol and no effect. Unable to verify cause of critical pump error due to blue display during thus download. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, corroded battery tube, and corroded home switch. The p-cap/reservoir does lock properly. Verified critical pump error. However, was not able to verify cause of critical pump error due to blue display during thus download. Unable to confirm over delivery anomalies and low bg due to critical pump error. Confirmed cosmetic damage to the battery compartment. Confirmed moisture damage to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical and cosmetic damage, exposed to moisture and pump was over delivering. The customer reported hypoglycemia treated with carbs. The event involved product(s) mmt-1780kl. Troubleshooting was performed for low bgs/over delivery and the customer had been using the insulin pump with in 48 hours of the reported event. No further patient complications were reported. Mmt-1884 was requested and the device was returned.